Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that hearing with the device has been becoming worse beginning about 3 months ago. The user also reported slight pain when she wears the audioprocessor (ap) and she did see a doctor in the previous month as the skin under the ap was red and itchy. She continues to use the ap on a daily basis.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported that hearing with the device has been becoming worse since about 3 months ago. The recipient has been re-implanted.